Event description:
It was reported for patient who was undergoing a cardioversion that, "patient had a burn in the shape of the padpro defib pad they were fitted with during the procedure. Burn is best described as a 'bad sunburn' ". Patient was prescribed an ointment to treat the burn; however, he was allergic to the prescribed ointment and was advised to use aloe on the affected area.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the reported burn. Conmed is attempting to retrieve lot samples from the end-user to evaluate. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device not returned to manufacturer.

Manufacturer narrative:
The pad pro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The DHR/lhr, device history record/lot history record, review for the device in question, catalog number 2001m, padpro multifunction electrode, lot number y041511-10, showed that this lot was confirmed by manufacturing documentation to have been produced according to current and approved procedures and manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during the manufacturing process. A twenty-four (24) month review of customer complaint history prior to this event, for all padpro mfe's, showed (B)(4). The occurrence of this failure mode is relatively low. The cpm, complaints per million units sold, for padpro mfe's for failure mode of minor skin burn, for the past twenty-four (24) months prior to this event is: (B)(4). The actual complaint device was discarded by the end-user; therefore, an evaluation of the device has not been conducted. The failure mode cannot be confirmed, and, the root cause cannot be conclusively determined without examination of the actual complaint device. There could be a number of causes either manufacturing or end-user technique related; however, without actual examination of the complaint device this complaint is considered inconclusive. The complaint investigation did not confirm any manufacturing or product defect; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. This medwatch is associated with the following medwatch reports: 1320894-2011-00080, 1320894-2011-00090, 1320984-2011-00092, ((B)(4), end-user submitted), and, 1320894-2011-00094, ((B)(4), end-user submitted). Three (3) additional complaints regarding padpro mfe's, for similar failure mode of minor skin burn from cardioversion, have resulted from this end-user facility. Conmed's marketing cardiology specialist visited this facility to evaluate the situations surrounding these incidents. Wisconsin heart hospital has made changes within their facility and no other incidents have occurred. Also, no other incidents have occurred regarding padpro mfe's at any other hospital within the (B)(6) hospital group.